Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that she tried to do a bolus and the buttons would not respond and also she replaced that battery and got a weak battery alert. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer declined to troubleshoot for weak battery.

Manufacturer narrative:
All of the buttons are responding properly, the keypad traces and keypad connector was inspected and no anomalies noted. The insulin pump powered up properly after battery installation. The operating currents are within specifications. No weak battery alarms noted. However, the insulin pump was received with minor scratches on the lcd window.